Event description:
Dr. Was replacing patient pacemaker and generator during thr process the generator lead broke off while being removed. Originally implanted 1/27/88 at another facilitydevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: unknown. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration. Conclusion: device failure occurred but not related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. The device was not destroyed/disposed of.